Event description:
A mayfield skull clamp (a1059) was involved in an incident and was described as follows: after the pt's head was fixed into the skull clamp and sometime during the surgery, it was observed that the tension of the clamp became loose. As a result of this loosening, the pin was no longer fixed securely to the pt's skull and caused a laceration. The laceration required unspecified wound treatment. Another mayfield skull clamp was used to complete the surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.